Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer pfo occluder was selected for implant. After deployment a bulbous deformation was reported. The device was resheathed and tested outside the patient however, the deformation could not be recreated. The device was exchanged for a 25m amplatzer cribriform occluder. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: h6. An event of bulbous deformation upon deployment was reported. A more comprehensive assessment could not be performed since the device was not received in the product performance engineering lab for analysis; however, 3 photos were received from the field which appeared to show a pfo occluder deploy in a bulbous formation, consistent with the event as reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.